Manufacturer narrative:
One device was returned for evaluation. The customer's reported problem of after an over-temp alarm, and reset, the device stopped working, was not verified by functional testing. Visual inspection was not performed. The customer's problem was not confirmed as no product problem was found. The cause is unknown because the event did not occur again. As a precautionary measure, the l1-hose was replaced to correct issue. The service history review could not be completed as no serial number was provided.

Event description:
It was reported that after an over-temp alarm, and reset, the device stopped working. There was no patient involvement, and no patient harm reported.